Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 994.9 mcg/day via an implantable pump. The indication for use was movement disorder. The healthcare provide reported that the patient started hearing critical alarm and after reading pump they found a log for a motor stall at ~9am and recovery at ~1pm, however the patient did not have an MRI and was not near anything magnetic at that time. Per the healthcare provider the patient stated she thought she heard the non-critical alarm a few days earlier, however there are no additional logs indicating any other alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.